Event description:
Device broke during attempted use in surgery. One piece was retrieved immediately. The other piece was not found. The joint was flushed but it is unknown if the piece flushed out. Procedure was successfully completed using another device. No pt injury was reported.